Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent an unknown procedure with unspecified mentor saline breast prostheses when the right breast prosthesis deflated after implantation. While getting stitches removed, the surgeon deflated the right breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on an unknown date.

Manufacturer narrative:
On 04/04/2019, mentor received additional information about the event. The implantation date for the suspect medical device is (B)(6) 2010. Block a1 was updated with patient identifier block e was updated with information about the initial reporter manufacturer¿s reference number: (B)(4).